Manufacturer narrative:
Date sent to the FDA: 03/23/2021. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2014 due to recurrent umbilical hernia and adhesions. Date sent to the FDA: 03/23/2021. Corrected b5 narrative: it was reported that the patient underwent laparoscopic repair of umbilical hernia on (B)(6) 2014 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on an unknown date. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.